Manufacturer narrative:
(B)(4). The device reported, list number m433, is an abbott product that is marked internationally, which is the same or similar to a device, list number 56841, that was marketed domestically. Abbott nutrition's standard procedure includes attempting to obtain all required information from the source. (B)(4). Three batch numbers involving the patrol feeding set (m433) were involved: 269584vm; 27996vm; 96222vm the batch history record reviews were found to be accurate with no abnormalities. It is noted for 96222vm, the expiratory date was march 2013.

Manufacturer narrative:
Follow up for manufacturer report number 9610175-2015-00002. The method, results and conclusions for the sister sample returned by the customer is reported on the first row for patrol feeding set list number, m433, lot #27996vm. The feeding set performed as intended, no separation occurred. Hence, the complaint is not confirmed. The method, results and conclusions for the sister sample retained by abbott are depicted on the second row. It is noted the batch history record review of a retained sample by abbott for lot# 27996vm showed no abnormalites per visual examination.

Manufacturer narrative:
Follow up for manufacturer report number 9610175-2015-00001. The method, results and conclusions for the sister sample returned by the customer is reported on the first row for patrol feeding set list number m433, lot #96222vm. The sister sample could not be tested as the expiratory date was november 2013; supporting data for disposable feeding sets runs to its shelf life of 36 months. The method, results and conclusions for the sister sample retained by abbott are depicted on the second row. It is noted the batch history record review of a retained sample by abbott for lot #96222vm showed no abnormalities per visual examination.

Event description:
It was reported the patrol feeding sets are breaking apart before they go around the pump's rotor. This began to occur in (B)(6) 2014. When the patient misses a portion of his feedings; his blood glucose decreases to 38 - 54 mg/dl. The patient did not experience any signs or symptoms of hypoglycemia nor were there any reports of medical interventions provided to return patient to his baseline blood glucose level. It was reported patient weighed (B)(6) in (B)(6) and at the end of (B)(6) 2015, he weighed (B)(6).